Manufacturer narrative:
There was no information provided that would point to a cause for the results discrepancy. The given treatment and the customer's medication are currently not known to interfere with the accuracy of the test results. A specific root cause for the event could not be determined as the product was not returned for investigation.

Event description:
The customer stated that while using the accuchek inform ii (serial number (B)(4)), a result of 593 mg/dl at 8:18 am was obtained on the meter. The operator of the device did not believe that the result was accurate so a lab draw was done at 8:27 am and the result of 287 mg/dl was obtained. The patient was treated based on the 287 mg/dl result with 8 units of novolog insulin. The controls were run prior to the reported results and they were within range. The customer stated that the patient was fine. There was no adverse event. The customer later performed comparison testing with 2 different patient samples on this accuchek inform ii meter and a second accuchek inform ii meter (serial number unknown). The comparison results done by the customer were determined to be acceptable. The suspect product was requested to be returned and the replacement product was sent.